Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mos1 battery status. Six charging cycles were recorded in the devices memory. The ICD was not operating in the safety backup mode. First, the returned data was inspected. The inspection revealed that the ICD activated the safety backup mode because the device detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on (B)(6) 2019 at 00:2h. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism. The data further showed that the ICD delivered 42 shocks while in the safety backup mode, on (B)(6) 2021 between 07:59h and 08:21h, as mentioned in the complaint description. The memory content of the ICD was analyzed. The analysis revealed that the ICD was reinitialized on (B)(6) 2021 at 09:44h. Besides that, the data showed no anomalies. During analysis, the ICD was monitored using different temperature conditions and the invalid memory content was not reproducible. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to this observation. There is no indication of an ICD malfunction. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem for these devices.

Event description:
After an implantation period of approx. 32 months, the device was found to be in backup mode. The lead and ICD were explanted.